Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3. H4, h6: the complaint condition was confirmed for the inserter. The device might have broke due to the application of unintended forces while removing implant by user. However it cannot be confirmed. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: part #: se-1108, synthes lot #: bse170929, release to warehouse date: 27 dec 2017, expiration date: 05 dec 2022, manufactured by: biomedical enterprises. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the procedure, the speed compression implant and unknown inserter were unable to be released from one another. While trying to get the instrument and implant to disassemble, the surgeon broke the cortex of the fusion site. The implant was removed from the bone while attached to the inserter. During removal of the implant, the inserter was broken in half. There was no surgical delay. The procedure was successfully completed. The patient outcome is unknown. This report is for (1) speed compression implant kit 11x08x08mm. This is report 1 of 2 for (B)(4).